Event description:
It was reported that the intraocular lens was removed from the patient's eye approx 9 weeks post implant due to unspecified mechanical failure. Add'l info has been requested, bu has not been received.

Manufacturer narrative:
The lens has been returned to b & l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.